Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed because no lot number had been provided. Because the device was not returned to mmdg, no investigation could be completed. The initial reporter advised that they had not retained the administration set and would not be returning it to mmdg.

Event description:
The initial reporter stated that they had a set that leaked after the bag spike broke. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).